Event description:
This case was initially received via regulatory authority (reference number: mw5095913) on 02-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('constant pain') and internal haemorrhage ('internally bleeding for 12 days-post op') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paragard. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), internal haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder ("severe auto-immune issue"), depression ("depressed"), abdominal distension ("her stomach grew bigger than the day she gave birt"), alopecia ("hair began to fall out"), nasal polyps ("nasal polyps"), hypersensitivity ("allergic reactions") and abdominal pain ("insufferable burning pain inside") and was found to have neoplasm ("fatty tumors") and weight increased ("gaining weight"). The patient was treated with surgery (laparascopic radical hysterectomy, essure removal and emergency surgery). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, internal haemorrhage, autoimmune disorder, depression, abdominal distension, neoplasm, weight increased, alopecia, nasal polyps and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, autoimmune disorder, depression, hypersensitivity, internal haemorrhage, nasal polyps, neoplasm, pelvic pain and weight increased with essure. The reporter commented: the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5095913) on 02-sep-2020. The most recent information was received on 18-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('constant pain') and internal haemorrhage ('internally bleeding for 12 days-post op') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: paragard. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), internal haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder ("severe auto-immune issue"), depression ("depressed"), abdominal distension ("her stomach grew bigger than the day she gave birt"), alopecia ("hair began to fall out"), nasal polyps ("nasal polyps"), hypersensitivity ("allergic reactions") and abdominal pain ("insufferable burning pain inside") and was found to have lipoma ("fatty tumors") and weight increased ("gaining weight"). The patient was treated with surgery (laparascopic radical hysterectomy, essure removal and emergency surgery). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, internal haemorrhage, autoimmune disorder, depression, abdominal distension, lipoma, weight increased, alopecia, nasal polyps and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, alopecia, autoimmune disorder, depression, hypersensitivity, internal haemorrhage, lipoma, nasal polyps, pelvic pain and weight increased with essure. The reporter commented: the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: this case will be deleted from bayer pv database because this is a duplicate from (B)(4) case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.